Manufacturer narrative:
Conmed corporation received (B)(4) "unopened" packages containing the universal plus straight handle, foot control, hand control devices for evaluation. Visual examination by the packaging lab engineer on 17-mar-2017 revealed there was a non-homogenous seal with adhesive transfer less than 1/4 inch. There is an open seal due to the adhesive transfer of less than 1/4 inch and therefore a breach in sterility, therefore this complaint is confirmed. This lot was manufactured on 15-jul-2016. A review of the manufacturing documents from the DHR/lhr has verified the devices were produced according to current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. A two (2) year review of product history for this device family showed there are no other similar complaints received. (B)(4). The reported packaging anomaly was obvious to the user facility and therefore prompted the return of the device for evaluation and replacement. To date, there have been no serious injuries or death related to this reported problem. Nonetheless, to prevent future recurrences, an investigation is in progress to determine the root cause and to address this reported problem. As with all medical devices, examination of packaging occurs multiple times prior to use (shipping/receiving, distribution, storage and prior to use). In addition, good clinical practice would include examination and verification of the product and its original packaging to ensure both are intact. If the product and its packaging have been opened/damaged or altered, do not use the product and contact the manufacturer immediately. To reduce the risk of patient injury, the instructions for use (IFU) states: "this product is guaranteed sterile in the unopened and undamaged package."

Event description:
The end user facility discovered two (2) unsterile universal plus straight handle, foot control, hand control devices in the box of ten (10) devices. As reported: "it looked like the glue of the paper has come loose. The rest of the box was ok." In this instance, there was no patient involvement with this reported problem.